Manufacturer narrative:
There has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert, the water flow was not good and the insert overheats; no injury resulted.

Manufacturer narrative:
Evaluation found the insert leaks at the handpiece sealing o-ring area. The insert was tested on a digital thermometer (gauge ID 6116a due 07/31/18). Temperature is 90.1 f and meets spec.